Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a malfunction on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump malfunction and dumped half of her insulin in her reservoir into her. The customer found out that the insulin pump she had have been recalled.